Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker was not successfully implanted due to unknown product performance issue. A new device was implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was not successfully implanted due to getting continuously high out of range pacing lead impedances measurements measuring greater than 3,000 ohms. After multiple attempts to clear, reinsert and maneuvers with pacing system analyzer, it was noted that the issue was with the can. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.